Event description:
It was reported to philips that the system's host computer was unable to boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting. Upon troubleshooting actions, the fse identified that the host pc power cable was loose. The fse reconnected the host pc cables. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.